Event description:
The technician reported problem of under infusion at bench was confirmed through testing. The device was tested using the 20 spec procedure testing method. The device was set to run at 100 ml/hr for 12 minutes. The device infused at 18.8ml or -6.0%. The allowable margin of error +/-5%. A review of the service history records for this device going back two years was performed. There were no accuracy issues found in the event history.